Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had a history of possible insulation breech and low impedance on the atrial lead. The lead no longer captures bipolar, and was programmed unipolar. The patient has undersensing and has felt the chronic lead trend pacing with pectoral stimulation. The lead was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.